Event description:
Boston scientific received information that this right atrial (ra) lead will be repositioned due to undersensing and not biventricular (biv) pacing. P-waves had dropped off amplitude from 4 down to 0.3 millivolts. Premature ventricular contraction (pvc) were detected as the ra was not being seen. Boston scientific technical services (ts) suggested to raise the lower rate limit (lrl), in order not to have atrial pacing and beat out intrinsic signals. Additional information obtained from the field representative indicates that lead repositioning was not yet done. Lrl was not increased. Remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
On 8/31/2015 : we were notified that this lead was explanted. Added the explant date. Upon receipt, the lead under complaint was found cut into two segments around 7.5 cm distal to the is-1 connector pin. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the surgery. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed several abrasion marks. The insulation was intact. Interaction with a nearby lead should be taken into consideration, which may have contributed to the dislodgement of the lead. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. In summary, the lead was found cut into two segments upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragments did not reveal any indication of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.